Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been received by orthofix srl. Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be closed once further information on the case will be available. Orthofix srl has requested further information on the event such as picture of the entire frame; number of rings, wires and screws used; location of the broken wire; complete series of x-ray images and device availability for the technical evaluation. Unfortunately this information has not yet made available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: product code: 54-1216 (tl, wire, bayonet, 1.8mm x 400mm), batch number: unknown, quantity: 1, hospital name: southampton general hospital, surgeon's name: mr qureshi, date of initial surgery: (B)(6) 2019, body part to which device was applied: tibia, surgery description: fracture treatment, patient information: female, problem observed during: into treatment/post-operative, type of problem: device functional problem, event description: "broken wire on the frame. Wire broke at the wire fixation bolt". The complaint report form also indicated: the initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was required: "date unknown at this time potentially (B)(6) 2019." A medical intervention (outpatient clinic) was required: "date (B)(6) 2019." Copies of the x-ray images are not available. Patient current health condition: "unknown". On october 24, 2019, orthofix srl received the following information: "the surgeon doesn't have photos of the frame. On (B)(6) the wire was taken out in outpatients clinic. As far as I am aware, they haven't replaced this wire yet there was nothing done on (B)(6). I will try and get x-rays but I don't think there was one taken at the time of the wire breaking so the next opportunity will be when the wire is replaced in theatre (date not set yet). I haven't got the wire back yet from decontamination, but will chase with the theatre matron". Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Event description:
The information initially provided by the local distributor indicates: product code: 54-1216 (tl, wire, bayonet, 1.8mm x 400mm). Batch number: unknown. Quantity: 1. Hospital name: (B)(6) hospital. Surgeon's name: mr (B)(6). Date of initial surgery: (B)(6) 2019. Body part to which device was applied: tibia. Surgery description: fracture treatment. Patient information: female. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "broken wire on the frame. Wire broke at the wire fixation bolt". The complaint report form also indicated: the initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was required: "date unknown at this time. Potentially (B)(6) 2019". A medical intervention (outpatient clinic) was required: "date (B)(6) 2019". Copies of the x-ray images are not available. Patient current health condition: "unknown". On october 24, 2019, orthofix srl received the following information: "the surgeon doesn't have photos of the frame. On (B)(6), the wire was taken out in outpatients clinic. As far as I am aware, they haven't replaced this wire yet. There was nothing done on (B)(6). I will try and get x-rays but I don't think there was one taken at the time of the wire breaking so the next opportunity will be when the wire is replaced in theatre (date not set yet). I haven't got the wire back yet from decontamination, but will chase with the theatre matron". On november 25, 2019, orthofix srl received the following information: "I think the hospital has lost the wire. The matron has been searching for it but hasn't found it yet. I will check again today though". Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records: the device involved in this event was lost by the hospital. Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: a technical evaluation of the device involved was not possible, as the device was lost by the hospital and therefore not available for the technical investigation. Medical evaluation: the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "Mr (B)(6) seems to be having several breakages at present. It is very difficult from the information provided to make any sensible comment, because we know virtually nothing about the individual cases. I agree that this must be considered a serious injury. More details would be helpful as we have said before!" Final comments: a technical evaluation of the device involved was not possible, as the device was lost by the hospital. The technical evaluation will be performed should the device becomes available. A complete medical evaluation of the case was not performed as some information about the medical procedure was not made available, i.e. Copies of the x-ray images and copies of the operative report. Orthofix srl has requested further information on the event such as picture of the entire frame showing the number of rings, wires and screws used; location of the broken wire and complete series of x-ray images and device availability for the technical evaluation. Unfortunately, this information was not made available. Considering the information provided, it was not possible to determine the root cause of the wire breakage occurred. Should further information and/or the device involved become available, orthofix srl will finalize the investigation. Orthofix srl continues monitoring the devices on the market. Attachment: [(B)(4)_FDA medwatch cover letter_follow up 1.pdf]